Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-03929, 0001822565-2016-03932, and 0001822565-2016-03933. Complaint sample was evaluated and the reported event was confirmed. The device was returned for further review. Visual examination found that the returned provisional has fractured on the medial side of the post. Device history record was reviewed and no discrepancies were found. Provisional top components and standard bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Event description:
It is reported that the device fractured at an unknown time.